Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient felt like they did prior to implant. They started having problems like they had prior to getting their implant, but it was hard to tell when this started. They thought they had a uti because they started having problems, but after cultures were done they were told they did not have a uti. The patient navigated through the programs and didn't see the lightning bolt, indicating stimulation is on, and they couldn't increase stimulation. They were trying to look for the icons in the pamphlets but they weren't finding the icons they were looking for. Troubleshooting found that stimulation was off, on program 2. It was reviewed that stimulation must be on and the program active before stimulation can be increased on that program. The patient was walked though turning their stimulation back on, navigating to program 3, and increasing stimulation. It was noted that the patient had had other medical issues and surgeries not related to the device; they recently got an emg and now had to see another special ist regarding the emg. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they got on medication, an antibiotic, and their issue was a uti so they were panicking for nothing. No further patient complications are anticipated or expected as a result of this event.